Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. A log file was extracted from the returned system controller (serial number (B)(6)) containing data spanning approximately 3 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms correlating to load test conditions were intermittently observed throughout the data on (B)(6) 2023. At these times, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, or the unloaded voltage was under the acceptable voltage threshold, triggering the alarms. The alarms resolved on the same date, and no other notable events were observed. The returned system controller was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a backup battery fault alarm after performing a self-test. Both the system controller and backup battery were exchanged to resolve the alarms.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.